Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to wait 20 minutes after the pump came out of storage mode before starting a sensor session and was provided with complete pump reset information. Following the reset, the error did not recur, and the caller successfully started their sensor session.